Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of ¿low¿, specific value not provided. The customer consumed carbohydrates to address the low bg. The pump time was incorrect but was not attributed to a deficiency of the pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.